Event description:
It was reported that the ventilator had a leakage in the air tubing. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator. The air and o2 hoses was defective. The conclusion is that the air and o2 hoses were replaced. The defective air and o2 hose was a getinge product. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.